Event description:
During a lap ventral hernia repair using easytac, the device's penetrating tip was pushed through the peritoneum and into the surgeon's finger. There were no adverse pt consequences. No physician adverse biological exposure reported. Physician reported that he was pushing hard. Note: the package insert states, "do not use excessive force. If excessive force is needed to push the tacks through mesh and tissue, try another position."